Manufacturer narrative:
Several attempts were made to obtain further information regarding the device repair information. To date, no further details have been received. The service history record was reviewed, and no repair information was found. If new information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
Report date: 13jul2021. There was no patient involvement.

Event description:
The customer reported that the v60 high pressure leak test is failing. Unit is also reporting o2 unavailable message and oxygen device failed diagnostic code. The customer reported that the unit was not in use on patient. There was no patient or user harm. The customer contacted product support and customer has confirmed through v60 pneumatic screen the oxygen solenoid is not closing completely. Customer reports oxygen flow of 22 lpm with flow set to zero. Product support recommended ordering and replacing the v60 oxygen solenoid. Other information is pending.